Manufacturer narrative:
Pump received with cracked case at the display window corner, complete broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring and cracked battery tube threads. Unable to perform the displacement test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the little piece that holds the insulin in is breaking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.